Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she does not think anything was working and her symptoms had returned. The patient stated she did not know if there was something wrong with the device or if it was due to something else. The patient noted she called the hospital and was told to call the manufacturer to check the device. The patient noted she had not used the patient programmer since the device had been implanted. The patient noted the last time they felt stimulation was on (B)(6) 2017. The patient did not feel stimulation and therapy was on. There were no trauma or falls related to the issue. The increased amplitude and felt stimulation the correct area. The patient noted the return of symptoms began on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.